Event description:
Upon insertion of the lens the haptic amputated from the optic. The cause of the event was the plunger captured the haptic plate. The lens was removed and exchanged without incident.